Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ ap the instrument was found to be contaminated resulting in incorrect resistance on the downstream instrumentation. The user noted replacing the device's consumables. No health impact or consequence reported.